Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was carefully removed in piecemeal fashion/ the remaining part of the essure device was felt to be in the left fallopian tube"), embedded device ("essure noted to be embedded in uterine serosa on right") and pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain. Concomitant products included cyclobenzaprine, docusate sodium and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, dysmenorrhoea, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Discrepancy noted as per pfs, previously date of insertion was noted (B)(6) 2010, in current pfs it was reported (B)(6) 2010. Attempted placement with 3 defective essure devices in right fallopian tube prior to succeeding bilaterally. Second and third device was attempted without success. Finally, a fourth device deployed correctly in the right ostia with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), abdominal pain, attempted placement with 3 defective essure devices in right fallopian tube prior to succeeding bilaterally, it was carefully removed in piecemeal fashion/ the remaining part of the essure device was felt to be in the left fallopian tube, essure noted to be embedded in uterine serosa on right. Updated onset date of events. Updated outcome of events(pelvic pain & abdominal pain unknown to recovering/resolving). Lab data were added. Concomitant condition,concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (have it removed by operative laparoscopy with bilateral robotic salpingectomy and cornual resection). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (have it removed by operative laparoscopy with bilateral robotic salpingectomy and cornual resection). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.